Manufacturer narrative:
Product complaint # (B)(4). Batch # r58r83. Investigation summary: the device was returned with a trocar attached. Damaged to the anvil was evident consistent with firing over a hard object and/or extremely thick or dense tissue: anvil pull through, anvil decambering. Minimal testing of the assembled device was possible due to the condition. The device was disassembled and the actuator sub-assembly was tested and functioned as intended. The knife bands were damaged and the knife blade was nicked. Damaged was noted on the cartridge deck consistent with clamping over a hard object. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the last firing of the device it locked up fully articulated. The device and the trocar were removed at the same time. There were no patient consequences reported.